Event description:
Pt for a laparoscopic gastric bypass revision. Surgeon was using an ethicon enseal device during a bariatric procedure. The tip of the enseal device became dislodge in the pt. Surgeon was able to retrieve the tip. No harm to the patient.